Manufacturer narrative:
Analysis found that a complete lead was returned in one piece measuring 51.7cm. The reported event of high capture threshold was not confirmed. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the right atrial lead exhibited high capture threshold. The right atrial lead was explanted and replaced on (B)(6) 2020. The patient was stable post procedure.